Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d4, h4, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional later reported capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Clarification to d1, d4 device information: serial numbers were provided as (B)(6) and (B)(6). However, as the affected side of the event is unknown and the lot numbers of the devices do not match, only the catalog number has been populated at this time. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.